Event description:
During follow-up, the right atrial (ra) lead was noted to be dislodged. The physician attempted to reposition the lead but was unable to rotate the helix. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The reported events of lead dislodgment and helix malfunction were not confirmed.